Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. The loss of negative pressure wound therapy due to an inoperative or 'stopped' pump will not directly cause or contribute to serious injury or death, even in a clinical setting. Additional conditions must also exist (e.g. Surgical / treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours) before an injury could possibly occur, and even under those conditions, the risk of patient harm is low. This event is considered not reportable pursuant to 21 cfr part 803.

Event description:
It was reported that, during a npwt with a renasys go the canister and soft port dressing were replaced the day before but the device did not work during the night. The patient's spouse stated that the next day, the patient's nurse just changed the dressing but still it is not pulling anything in the from the tubing, she confirmed that dressing was sealed very tight and confirmed she always sees continuous 120mmhg displayed on screen. Discussed with her causes of lack of alarms as well such as partial blockage per clinical guideline. It is unknown how the treatment was completed. Patient was not harmed as consequence of this failure.